Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00167. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In 1996, the patient began using super poligrip original. An unknown time later, the patient experienced zinc toxicity and extensive nerve damage resulting in symptoms that include severe tingling and numbness in his extremities." Use of super poligrip original was continued. According to the claim, the events were profound and permanent. Follow up information was received on 05 july 2007 via fact sheets completed by the patient and/or the patient's attorney. The patient first used upper dentures in 1996. Super poligrip original and super poligrip ultra fresh were used from 1996 until the present time, three times a day, one and a fourth 2.4 ounce tubes a week. The patient currently used the super poligrip zinc free formula. The patient experienced neuropathy symptoms in 2002 and diagnosed on (B)(6) 2011. This case has been upgraded to medically serious by gsk.